Manufacturer narrative:
There are no additional device identification numbers at this time. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that while a field engineer (fe) was removing the hard drive, one of tabs broke into his hand. He reached in to remove the hard drive and sliced his thumb along the metal guide rail. The fe went to urgent care where four stitches were required.

Manufacturer narrative:
The investigation by ge healthcare has been completed. This incident occurred due to accessible sharp edges while servicing the host pc. It was concluded that the primary root cause of the incident was due to improper maintenance by the field engineer by reaching into the pc once the green restraining tab was broken.